Manufacturer narrative:
Additional information: date for initial report was omitted: 07/19/2017. Investigation ¿ evaluation: a review of the instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The manufacturing documents in place at the time of the event were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. It is possible based on the provided information that the root cause of this event is procedure related, however we do not have enough evidence to identify a definitive root cause at this time. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a ultrathane ring-mclean cook-cope type locking loop sump drain for an unspecified indication. The customer reported that the wire was difficult to remove and subsequently broke during the removal process. No portion of the device was retained by the patient. There are no reports of any adverse patient events or need for any medical o surgical intervention. The actual device involved was discarded by the user.